Event description:
A patient services representative (psr) assisting a patient, contacted zoll lifecor customer support service to report the monitor's screen was not functioning. The psr was performing an initial system setup for the patient when he discovered the malfunction.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (damaged touchscreen) could not be confirmed. As received, the monitor's touchscreen was operational. Upon evaluation, the monitor was found to have a defective front response button. The cause of the defective response button was a cracked conductor on the flex circuit tail. The root cause appears to be an assembly error. The flex circuit was inadvertently creased beneath the display enclosure. No adverse event resulted from the defective response button. The patient received a replacement monitor.